Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge change error occurred. Reportedly, a new cartridge was loaded to address the event. Customer¿s blood glucose level was 130 mg/dl.